Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient underwent explant of a left ventricular lead for infection. The source of the infection was unknown. The patient was stable following the procedure. No further information was available.